Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, rust formation was found due to inadequate/faulty reprocessing. As a result of the rust formation, the material of the directional pin degenerated and eventually broke off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the detent pin of the rigid endoscope telescope had broken off. The issue occurred during reprocessing. There were no reports of patient harm.